Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. The patient remained hemodynamically stable. The patient's condition was good post procedure.